Event description:
While doing a septoplasty/turbinate reduction, the upper jaw of the takahashi ronguer broke off. Unable to visualize broken portion. Located on flat plate x-ray film. Attempted retrieval utilizing various resources, endoscopic attempt, c-arm assist, flexible scope. Called in another physician to assist. Unable to retrieve the broken portion. It was decided after approximately one hour of attempted retrieval to abort and finish procedure. Further retrieval to be attempted at a later date.what was the original intended procedure?septoplasty.device #1is this a laboratory device or laboratory test?no.